Event description:
Customer reported a past low blood glucose event and consumed carbohydrates as a treatment action for the lowest recorded level of 43 mg/dl. Cause was not known. Customer had control-iq feature turned on at the time. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this advice.